Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin and the insulin gauge displayed 225 units; however, the customer was unable to provide the amount of insulin that had been delivered since the cartridge was loaded. Reportedly, the customer continued using the cartridge for therapy. Blood glucose level was 397 mg/dl.